Event description:
It was reported the patient received the following results on a performa meter, compared to a professional meter, within 10 minutes: 90 mg/dl (performa) and 35 mg/dl (hospital meter). The patient had symptoms of hypoglycemia with the results. The patient fainted and was hospitalized until the afternoon. The patient was treated with glucose via IV. The patient did not provide the test strip lot number. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.